Event description:
It was reported that the patient experienced a backup battery (ebb) alarm and exchanged their controller prior to speaking with coordinator. The event log for the exchanged controller (B)(6) confirmed the reported backup battery faults on (B)(6)2024 at ~10:33am. The controller periodically performs internal load test on the ebb and it appeared the ebb was not passing this test. The log appeared to indicate the driveline was briefly disconnected/reconnected a few seconds after the initial faults. This was followed by a final disconnection from this controller at 10:40am on (B)(6)2024. The event log file for the new primary controller (B)(6) appeared to indicate the driveline was briefly connected/disconnected on (B)(6) 2024 at 11:26am. This was followed by its final reconnection on (B)(6)2024 at 11:32am. The pump appeared to resume normal operation with no further alarms recorded. It was noted the controller clocks may have not been perfectly synched during this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault and driveline disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20241216_120659) for review that showed events spanning approximately 8 days (05dec2024 ¿ 11dec2024, 15dec2024, 16dec2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 11dec2024 from 10:33:20 ¿ 10:38:40. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. A driveline disconnect alarm was active on (B)(6) 2024 at 10:34:02 and remained active until the driveline was reconnected on (B)(6) 2024 at 10:34:56. The pump resumed its set speed ~5 seconds following the driveline being reconnected. The driveline was disconnected again on (B)(6) 2024 at 10:40:55 for an apparent system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the cause for the driveline being disconnected is known, and if any product will be returned for analysis. To date, no response has been provided. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.